Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges a leaking cannula. Caller reported wetness under the adhesive plaster and a strong smell of insulin. Caller stated when removing the cannula, it was not bent. No adverse event reported. Requested return of the alleged device for evaluation.